Event description:
A malfunction was reported on the pump. The customer's blood glucose level was affected and displayed as "high," exceeding 500 mg/dl. The customer addressed the high blood glucose level by administering a correction injection via multiple daily injections (mdi). Tandem technical support intervened by sending a replacement pump. The customer continued to use the pump for insulin therapy.